Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer¿s current blood glucose level was 600 mg/dl. The customer reported that as symptoms of high blood glucose level he was not feeling nausea. The customer reported that for treating high blood glucose level he had vials and syringes. The customer also reported that he will go to the hospital. The insulin pump will not be returned for analysis.